Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high rv pacing impedance and rv pace impedance trend acute increase, high pacing threshold, confirmed lead fracture, and non-sustained oversensing on ventricular electrogram. Device interrogation revealed rv pacing impedance alerts were triggered ten days before the lead was explanted. It was also reported that during the explant, the active fixation helix could not be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.